Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that multiple intermittent altitude alarms occurred. The customer's blood glucose level was in the 200's mg/dl. The customer was unable to clear the most recent alarm. Reportedly, the customer has manual injections available as alternate insulin therapy.